Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced air bubbles in the cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer's a1c has gone up. No additional information was received from the customer regarding this event.